Manufacturer narrative:
Device mfg date has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported a high readings issue with the adc freestyle libre sensor, having presented to a medical facility with symptoms of dizziness, sweating, and shaking on (B)(6)2019. A blood glucose reading of 58 mg/dl was received on the hcp meter, compared to a sensor scan result of 316 mg/dl. The customer was diagnosed with hypoglycemia and administered glucose orally by a nurse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre sensor, having presented to a medical facility with symptoms of dizziness, sweating, and shaking on (B)(6) 2019. A blood glucose reading of 58 mg/dl was received on the hcp meter, compared to a sensor scan result of 316 mg/dl. The customer was diagnosed with hypoglycemia and administered glucose orally by a nurse. There was no report of death or permanent impairment associated with this event.